Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one endo stitch*suturing device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. A broken needle was received loaded onto the device. Visual inspection of the device noted witness marks from the needle tip impacting the beveled wall surrounding the needle receptacle. Some plastic shearing of the toggle switch was noted. The visual inspection of the broken needle noted witness marks on the cone and around the loading slot. A pmv needle was loaded onto the device. The needle was found to function properly when applied through layers of test media. Pressure was exerted on the needle in all directions and from both sides of the jaw to simulate clinical conditions. No difficulty was experienced in loading, unloading, or toggling the needle. The reported condition occurs when pressure is applied on the toggle lever prior to closing the handles and prematurely attempting to toggle, resulting in the shaving conditions noted. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
Tracking no: (B)(4).

Event description:
According to the reporter, the user had trouble unloading and reloading the device. The device felt as though it was stuck. The device was difficult to toggle. The needle fell into the patient. The needle was retrieved from the patient with a grasper. There was no patient injury. There was no unanticipated tissue loss, tissue damage or blood loss. The surgery time was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).